Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an intravia bag. The device was filled with an unspecified amount of sodium chloride and used with a 21 gauge needle. The unspecified particulate matter was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed three fiber-like light colored particles in the bag. Stereomicroscopic examination of two of the particles revealed that the particles consisted of colorless, polymeric material and were 3.8mm and 6.3mm in length. Several needle strikes on the interior surface of the medication port tube were observed. The third particle was found to be lightly adhered to the interior surface of the medication port tube. Microscopic inspection of the third particle revealed that it was 0.6mm in length. All three particles were found to have a needle strike morphology. Attenuated total reflectance (atr) spectroscopy revealed that the particles were composed of a methyl methacrylate/abs (acrylonitrile/butadiene/styrene) polymer. The reported condition was verified. The cause of the condition could not be determined. A nonconformance was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.